Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
Although the exact dare of the primary surgery is unk, it was reported to have occurred approximately 20 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.